Event description:
Per the clinic, the patient experienced pain/ non-auditory stimulation, headache and poor performance with the device use due to migration of the electrode array. Open circuits were also noted on e2 electrodes. Neural response telemetry was attempted; however, no measurements were obtained on e1 to e7. Reprogramming attempts were also unsuccessful in alleviating the issue. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.